Event description:
The technician alleged the bed had no nurse call function. No patient impact.

Manufacturer narrative:
The technician found the side com board connector is broken off. The technician replaced the side com board to resolve the issue.